Manufacturer narrative:
Device was discarded. No evaluation will be performed. If additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported that "the knob on the sleeve for the gamma nail cracked. It was due to a hit."